Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was foggy or blurry while attempting to use for vessel harvesting. The scope has exceeded the one year warranty period. They are attempting to clean the scope further but have been made aware their warranty window has elapsed. No patient harm.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoke came out of the column, we could not identify from which material probable root cause: system design power supply material isolation power failure fuses fail to break circuit due to excessive mains current leading to fire the reported failure mode will be monitored for future reoccurrence. H3 other text : 81.